Manufacturer narrative:
Pump received with back light properly and no anomaly noted. Unit was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit, a21, lost setting or failed battery test alarms during testing. However, unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. No rewind anomaly noted. Motor passed motor test. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that the insulin pump had deep scratch on screen. The customer also reported that the crack on reservoir housing, insulin pump had grinding noise while rewinding, no delivery alert, insulin pump rejected the battery and lost setting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.